Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 41301. There was unknown patient involvement.

Manufacturer narrative:
D9: 5-feb-2024. Device evaluation: one device was returned for investigation. Visual inspection found the device was in used condition. Also found: fluid ingression on main board, cracked lcd, broken battery compartment, degraded dso sensor, degraded power on button, broken battery door, and severely scratched lens. Functional testing was able to duplicate and confirm the reported complaint, error code 41301. Root cause was attributed to the main board. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced main board, lcd, battery compartment, dso sensor, power on button, door, lens, keypad, and labels.

Event description:
Additional information was received informing that there was no patient involvement and no harm/adverse event reported.